Event description:
Boston scientific received information that two days post implant, this device showed impedance measurements on the right ventricular (rv) lead of greater than 2500 ohms as well as loss of capture in both unipolar and bipolar configurations and no sensing. A revision procedure was done and it was found that the distal pin of the rv lead was not pushed in all the way past the device setscrew. The lead was then inserted properly, and that alleviated all issues. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.